Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited low out-of-range shock impedance measurements. During an episode of ventricular tachyarrhythmia three low energy shocks were delivered producing the low measurements. Upon the fourth shock at a higher energy a shock impedance within normal limits was observed. A revision procedure was later performed wherein the device and lead were explanted and replaced. Following the procedure the physician noted that the lead appeared to be intact but they suspected a possible insulation issue may have been responsible for the reported observations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Inspection of the lead body noted a cut in the insulation 20 cm from the is-1 terminal pin that appeared to be induced during explant, likely during suture removal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities beyond the single cut in insulation. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.